Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Upon interrogation, the right atrial lead exhibited noise and oversensing. All other electrical measurements were stable. No intervention was performed. The patient would continue to be monitored.